Event description:
Follow up information identified the symptoms have improved significantly. The issue has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a hemorrhage. The hemorrhage occurred during electronic monitoring and not during the implant procedure. Patient, device, reporter, concomitant devices are unknown at this time.